Manufacturer narrative:
Additional information: PMA/510k, if follow-up, what type, device evaluated by MFR. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The cable appeared burnt. This event did not occur during a procedure and there were no adverse patient consequences. The cable was replaced to resolve the issue.